Manufacturer narrative:
(B)(6). As reported, the 0.018¿ 5 x 4 x 40 slalom thrill high pressure (hp) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated within its nominal pressure during the second inflation, but it ruptured. It was replaced with another slalom thrill (5mm x 2cm) and the procedure was completed. There was no reported patient injury. This was a shunt pta case. The lesion was the anastomotic stenosis. The device was inflated within its nominal pressure during the initial inflation. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82183044 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 0.018¿ 5 x 4 x 40 slalom thrill high pressure (hp) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated within its nominal pressure during the second inflation but it ruptured. It was replaced with another slalom thrill (5mm x 2cm) and the procedure was completed. There was no reported patient injury. This was a shunt pta case. The lesion was the anastomotic stenosis. The device was inflated within its nominal pressure during the initial inflation. The device will not be returned for analysis as it was discarded.